Manufacturer narrative:
Additional information was added to h4 and h6. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intravia container had small plastic particle was observed in the solution. The issue occurred after compounding 5fu (5-fluorouracil) bag for infusion. A non-baxter adapter was used to spike into port of the empty bag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.